Event description:
It was reported patient presented remotely via merlin.net. It was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing on the atrial channel. No intervention was performed. Patient's condition was unknown.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of far r oversensing was not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.